Event description:
It has been reported that the customer was treated by paramedics for hypoglycemia. The customer stated that prior to the event, he had been having a problem the insulin pump would turn itself on after being suspended. Programming was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been complete.